Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to unknown reason on unknown date and not a good time to gather information about the hospitalization. The customer was not sure if she had been using the insulin pump and she was out of supply. The insulin pump will not be returned for analysis.